Event description:
This was a spontaneous report from a (B)(6) female consumer reporting on herself. The consumer reported using effergrip denture adhesive cream (carboxymethylcellulose sodium, maleic anhydride, methyl vinyl ether) once daily "after meal time" for about 10 yrs for her lower dentures (exact dose and dates unspecified). On an unspecified date, she had a (B)(6) infection. Product use was discontinued on (B)(6) 2009. As of (B)(6) 2009, the outcome of the event was unk. This case is serious (medically significant).

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.